Event description:
The facility reported a pump with a "failure code 500:320:654:0000". It is unk when the reported failure code occurred. There was no pt injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with failure code 500:320:654:0000 was confirmed in the event history during product evaluation. Failure code 500:320:654:0000 was due to a faulty pump head module (phm) keypad. The phm keypad was replaced to fix the reported condition. The pump has been tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue is currently being investigated.